Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that during a lower anterior resection procedure, while cutting the proximal side of the colon. The surgeon open the device and fired the first fire and it was ok but wasn`t enough. So they put a blue reload in and fired again, the upper jaws of the mechanical device was broken. The surgeon decided to open a new instrument and replace the reload to blue and fired again. Some of the clips didn`t become "b" shape, so he put in another reload and fired again. Now the instrument stapled but didn`t cut. He opened another reload (number five) and fired again now there were a lot of clips already and the device moved proximal and took a slice a little bit higher than he meant to. Surgery was prolonged fifteen minutes. Another device was used to complete the case. There were no adverse consequences to the patient.